Event description:
The customer reported a communication failure during a case. No patient injury was reported.

Manufacturer narrative:
The service rep retrieved the error & rus log files. Replaced the battery on the generator interface, replaced the interconnect cable and system interface pcb. The system operates as intended.